Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the sleeve that covers the cannula did not return to its original position when the tube is removed causing blood to leak on unspecified number of times. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9.: device available for evaluation: yes. H.3.: device eval by manufacturer? Yes. D.9.: returned to manufacturer on: 03-jul-2025. B.5 describe event or problem: "it was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the sleeve that covers the cannula did not return to its original position when the tube is removed causing blood to leak an unspecified number of times. There was no health impact or consequence reported.". Investigation summary: bd received two samples for investigation. From these, two returned samples were utilized to draw six tubes each, with no leakage occurring and all np sleeves remained intact. Additionally, ten retained samples were also used to draw six tubes each. No leakage occurred and all the np sleeves, remained intact throughout. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5056829, for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the sleeve that covers the cannula did not return to its original position when the tube is removed causing blood to leak an unspecified number of times. There was no health impact or consequence reported.